Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there were positioning difficulties with the right atrial (ra) lead and the ra lead became dislodged. It was noted that "visual lead evaluation does not indicate a lead issue". The lead was explanted and replaced. No patient complications have been reported as a result of this event.